Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the implantable pulse generator (ipg) was pacing below the lower programmed rate. The ipg was explanted and replaced. The patient further reported feeling uncomfortable and hyperventilating when they sat up. The patient also reported that scar tissue had formed around the end of one of their pacing leads which prevented electrical current from getting through. The pacing lead remains in use. No further patient complications have been reported as a result of this event.